Manufacturer narrative:
The microvascular plug device will not be returned for evaluation as it remains in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per instructions for use (IFU): "do not advance the delivery wire after detaching it from the mvp device." If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that mvp-7q was detached prior to the physician intentionally detaching the mvp. No patient injury was reported.